Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient had bone loss around their front teeth and molars and sensitivity to hot and cold liquid. The patient's dentist treated their bone loss with bone graft. No further information is available.